Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported difficulty regulating flow; subsequently, the pt received more IV fluid than intended. The tubing set was being used to deliver normal saline at a kvo (keep vein open) rate. The cair clamp was used to regulate the flow. After an unspecified length of time in use, the nurse noted that the 1l solution container was empty. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.